Event description:
The customer reported a significant drop in the battery charge of the pump, which decreased by 90% within a short time and reached 5%. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to charge the pump using reliable supplies, and the battery stabilized. The pump did not shut down unexpectedly, and the customer was able to upload pump data for further investigation. Technical support attempted follow-up, but the call could not be completed due to a busy tone. Further troubleshooting was planned for a power source alert discovered during log reviews.